Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, g2(unselect company representative and health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of the lamp won't light up was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source would not ignite. The issue occurred during reprocessing. There were no reports of patient harm.